Event description:
It was reported that on (B)(6) 2021 a revision surgery took place to perform a removal revision total knee fusion. The current state of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a right tka revision total-to-knee-fusion was performed on the right knee approximately 10 years post implantation after multiple complications/revisions/interventions. It was communicated that the requested medical documentation would not be provided. S+n has not received adequate documentation to fully evaluate the root cause of the reported event; however, per the anz product complaint report, the patient has experienced chronic right knee complications over the past decade and required removal of legion revision trk components and replacement with an antibiotic cement knee fusion with tibial nail. The patient impact beyond the reported chronic unspecified complications/infection and revision/conversion-to-fusion with tibial nail could not be determined. No further medical assessment could be rendered at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.